Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a normothermia the arctic sun device was apparently triggered an alarm 113 (reduced water temperature control) and the arctic sun device was not able to reach the target temperature. Per follow up 1 on (B)(6) 2020 via ibc, the mixing pump was broken. The water in the chiller was cold, but when prompted to cool the patient, it could not add cold water to the circulation tank. The technician also saw that it didn¿t have many hours until a full maintenance service was necessary that involves changing a few pieces for new ones. So as well as changing the mixing pump, he also did the general maintenance changing what was necessary. The device has been serviced at the hospital. They got another device from a near by hospital which belongs to the same private group. The patient did not complete the therapy on the same device.

Manufacturer narrative:
Per additional information received from investigator, bd has determined that this MDR event is not reportable. H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a normothermia the arctic sun device was apparently triggered an alarm 113 (reduced water temperature control) and the arctic sun device was not able to reach the target temperature. Per follow up 1 on 24sep2020 via ibc, the mixing pump was broken. The water in the chiller was cold, but when prompted to cool the patient, it could not add cold water to the circulation tank. The technician also saw that it didn't have many hours until a full maintenance service was necessary that involves changing a few pieces for new ones. So as well as changing the mixing pump, he also did the general maintenance changing what was necessary. The device has been serviced at the hospital. They got another device from a near by hospital which belongs to the same private group. The patient did not complete the therapy on the same device.